Event description:
It was reported that approximately one month post a port placement, the catheter allegedly had a malfunction. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: one powerport implantable port attached to a groshong catheter in two segments were returned for evaluation. Gross visual, microscopic, tactile and functional evaluations were performed. A complete circumferential break was noted on the distal end of the attached catheter and the proximal end of the distal catheter segment. The distal catheter segment was returned. The edges of the complete circumferential breaks were noted to be jagged and the surface of the breaks were noted to be granular in one region, round and smooth in the other region. However the investigation is unconfirmed for the reported limited information issue as the specific event such as fracture, material separation, naturally worn and deformation issues are identified. Therefore, the investigation is confirmed for the identified fracture, material separation, naturally worn and deformation issues. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10